Event description:
A pt with an automatic implantable caardioverter defibrillator (aicd) received inappropriate shocks. The physician performed an invasive procedure to evaluate the system aand found this lead had an inappropriate lead impedance. The physician elected to remove this lead from service and implant a bipolaar endocardial tined lead.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.